Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received, only the middle portion of the lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 10.2 cm to 11.3 and cut from 9.0 cm and 9.6 cm from the svc shock coil distal end. Tall other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.